Event description:
It was reported during the drilling of compression screw by compression starter drill, the tip of drill touched to nail and the dril was broken. The drill and nail were removed and the new one was implanted.

Manufacturer narrative:
The associated complaint device was returned for evaluation. Please see attached the results of our investigation. (B)(4).